Manufacturer narrative:
D6. If implanted, give date: provided date.

Manufacturer narrative:
Patient identifier: added data.

Manufacturer narrative:
Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: component migration and endoleak. The explanted gore® excluder® trunk-ipsilateral leg component (segment 1) and an attached gore® excluder® contralateral leg component (segment 2) were returned to geprovas for investigation. Tissue was present. During the investigation, scattered plaques of red/ brown and tan/yellow material was found on the albumen surface. Pale tan/white tissue was present on the lumen surface of segment 2 near the pole (visible portion looking in from the pole). Lumen patency could not be determined with the information provided. Segment 2 was contained within the ipsilateral leg of segment 1. No defects in the graft or stent structure were observed. From gross images no material disruptions could be identified. Based on the lack of observed device disruptions and the reason for device removal, no additional analysis is requested.

Manufacturer narrative:
The year of the implant is 2011. A review of the manufacturing records was not performed as the lot numbers of the devices were not available. (B)(4).

Event description:
The following information was reported to gore: on an unknown date in 2011, this patient underwent endovascular treatment for an uncomplicated abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. The patient reportedly presented with diabetes as a cardiovascular risk factor. On (B)(6) 2017, follow-up computed tomography imaging revealed distal migration of the gore® excluder® trunk-ipsilateral leg component and a proximal type 1 endoleak. The length of the distal migration was not known. Additionally, the abdominal aneurysm was observed to have extended to the thoracic aorta, developing into a type IV thoraco-abdominal aneurysm. On (B)(6) 2017, the patient was converted to open surgery in an attempt to replace the endoprosthesis on the grounds of migration, the type 1a endoleak and the disease progression towards proximal.

Manufacturer narrative:
H6: conclusions code 2: added code 50 for progression of underlying aortic disease.